Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the control solution test results are inaccurately low out of the control solution range. The issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.

Manufacturer narrative:
(B)(4): the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case were tested and found to have failed for control solution low. Additionally, the customer's returned control solution was tested and failed for control solution high. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.